Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 3/29/2024. It was reported that no alert/notification occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced dizziness, weakness, and disorientation. The spouse transported the patient to the emergency department. The cgm value at the onset of symptoms was not specified nor clarified; however, according to the report, the spouse said the display device did not give any alert. In the ed, the bg was 245 mg/dl while the cgm was 302 mg/dl. The spouse said the patient was given IV liquid and antibiotics for unrelated urinary tract infection (uti). The patient underwent urine and blood testing. The patient was hospitalized for seven days before being moved on (B)(6) 2024 to the rehabilitation hospital. There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. At the time of the report, the patient was receiving physical therapy to strengthen himself and he would remain at the rehab hospital for several days. The spouse said patient's blood sugar was fine and the patient was okay. Data was provided for investigation. The allegation was confirmed via data as a no alert/notification. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The probable cause was that the alert was disabled. No additional patient or event information is available.

Event description:
It was reported that no alert/notification occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced dizziness, weakness, and disorientation. The spouse transported the patient to the emergency department (ed). The cgm value at the onset of symptoms was not specified nor clarified; however, according to the report, the spouse said the display device did not give any alert. In the ed, the bg was 245 mg/dl while the cgm was 302 mg/dl. The spouse said the patient was given IV liquid and antibiotics for unrelated urinary tract infection (uti). The patient underwent urine and blood testing. The patient was hospitalized for seven days before being moved on (B)(6) 2024 to the rehabilitation hospital. There was no documentation of further medical evaluation or intervention for symptomatic hyperglycemia. At the time of the report, the patient was receiving physical therapy to strengthen himself and he would remain at the rehab hospital for several days. The spouse said patient's blood sugar was fine and the patient was okay. Data was provided for investigation. The allegation was confirmed via data as a no alert/notification. The probable cause was that the alert was disabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - impact code - f18 rehabilitation diabetes mellitus is a known cause of hyperglycemia.